Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported there was kink in the locator on the angio-seal device. The locator was not inserted into the sheath since the locator had a slight kink. The device was not used and was replaced by another angio-seal device, and the replaced device was used without incident. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 5 mm. There was no blood loss, patient injury, or health damage to the patient. There were no other equipment or devices used with the reported product.